Manufacturer narrative:
Implant region 26 fractured. Construction was a dental bridge pos 27, 26 with attachment at 25. Patient suffered from periimplantitis following bone loss and implant instability material analysis concluded mechanical overloading of the implant.

Event description:
Implant fracture.

Event description:
Implant fracture.